Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion issue and was alerted by alarm 2 followed by alarm 26. The blockage is likely at the site. Patient reported occlusions have been occurring for past 3 days. The site of insertion is abdomen and I srotated regularly. No further information available.